Event description:
The mother of a (B)(6) male pt called zoll customer support to report that wires were damaged on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode sn (B)(4) has been completed. The reported problem (damages wires) has been confirmed. Upon investigation the cable connecting the rear therapy electrodes to the distribution was pulled form the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.